Event description:
It was reported that customer experienced pixel issue on pump display and pump screen remained black and would not turn on, which affected ability to read and interact with pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and a replacement pump was sent.